Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited crosstalk oversensing. The field representative reported rv amplitudes varied. The field representative reported there was no way to program around observed crosstalk oversensing. Tachy therapy was turned off and the patient was sent home with a lifevest until a revision procedure could be completed. A x-ray was completed and subsequently this rv lead was explanted. However, during explant this rv lead unraveled and was difficult to extract. A snare was used from the groin in order to remove the distal portion of the lead. Finally, this rv lead was successfully explanted. Another rv lead was implanted to complete the procedure. This rv lead has not been returned at this time. No additional adverse patient effects were reported.